Event description:
A new contact lens manufactured by pt coopervision was misshapen. Before pt placed it on their eye pt happened to see that there was a chunk missing from the edge of it. Luckily pt saw this before possibly damaging their eye.